Event description:
Reportedly, on (B)(6) 2011 follow-up, the physician observed that a warning related to suspect abnormal left ventricular lead impedance measured on (B)(6) 2011 was displayed to the user. The physician asked for an analysis of the reported event. Preliminary review of follow up data revealed that some abnormal lead impedances were measured at the left ventricular level.

Manufacturer narrative:
October 14, 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.